Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pgz475 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) and suture was used. When holding the needle with a needle-holder, the suture was detached from the needle. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient.